Manufacturer narrative:
Pulse generator analysis confirmed that the device would not output. An anomalous internal component was found to be the cause.

Event description:
It was reported that during an unscheduled follow up, the physician noted high impedance in both channels. The pulse generator exhibited no output or capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.